Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer would clear the alarm and resume insulin delivery. The customer's blood glucose level was as high as 300 mg/dl and was addressed with a correction bolus. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the past alarms was unable to be performed. Reportedly, the customer changes the cartridge every 5-7 days.